Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
The presence of a hair above the valve was reported when removing a 450cc medium height tissue expander from the box. There was no patient impact.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 1, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the tissue expander and material evaluation. Visual analysis of the returned tissue expander determined that a hair was observed in the over the shell on the posterior aspect and the particle was measured with a calibrated rule, the size was 6 mm (0.6 cm). In addition, the device was received without the thermoform. The chemical composition for the investigation can be concluded that foreign material is primarily composed of a biological-based material. Presumably a human hair according to its morphology and biological composition. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. After a review of the process controls, data records, visual analysis of the device, process controls, and the evaluation performed, the cause of the observed foreign matter (hair) could not be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).